Event description:
The customer reported that sample barcode in position c12 was read incorrectly during a hepatitis assay while using summit sample handler. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.